Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report states [mw5099757]: [an rx viatrac 14mm plus peripheral dilation catheter was being utilized during a peripheral angioplasty, 4-5 mm of air had been instilled when the balloon burst leaving a fragment of the device in the patient. Is therapy still on-going? No. Peripheral angioplasty. FDA safety report ID# (B)(4)]no additional information was provided.

Manufacturer narrative:
Additional information was received reporting that this event is a duplicate of MFR #2024168-2021-02879-01; therefore, no investigation is required. Investigation results were filed under the duplicate event medwatch report, MFR#2024168-2021-02879-01.

Event description:
Subsequent to filing the initial report, it has been confirmed that this event is a duplicate of MFR#2024168-2021-02879-01.